Event description:
The consumer wrote that she probably had an allergic reaction to the methyl paraben in asroglide. Her head, neck and upper chest turned bright red. She had a high blood pressure and heart rate, along with throat tightness. The consumer called the paramedics and was treated with antihistamines. She was then taken to the hospital and treated with cortisones.